Event description:
The patient had a surgery for hernia repair and stricture, resulted from previous surgery with stapler device. In an open repair surgery, an enterotomy was made distal to the staple line using the car device. Three days post surgery, the patient experienced pain, and a leak posterior to the anastomosis was found. In a re-operation the anastomosis was stapled and a ileostomy was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.